Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced left inguinal hernia recurrence and cord lipoma. Post-operative patient treatment included removal of prior mesh, placement of new mesh, and lipoma of cord excised.